Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The flow rate value was not displaying properly due to a faulty printed circuit board and front panel. Additionally, the leds were not properly illuminated during testing, these were also the result of the faulty front panel. There was also rust noted on the tracks of the flat cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit was not producing an accurate flow rate during use. According to the initial reporter, the flow-rate values were not measured on the led screen while the unit was running. Reportedly, the procedure was completed using the same device with no harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found: front panel leds are not glowing properly / some leds are dim, minor rust on the insufflation valve (co2 air inlet), cable between circuit board and front panel is rusted, rust on the power supply unit, hit marks and scratches on the front panel and suction valve, scratches and minor paint peeling on the top cover, minor rust and scratches on the rear panel, and minor corrosion on the chassis. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the flow rate value intermittently disappeared because the display function did not work properly due to a faulty front panel and faulty circuit board. The root cause of this event was unable to be identified. Additionally, the root cause of the minor rust on the insufflation valve was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received confirming that this event occurred during a therapeutic procedure. According to the initial reporter, the procedure was confirmed completed without patient harm ¿ though no specific details were provided.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. This information does not alter the results of the investigation provided on the previous report. Should further information be provided, another supplemental report will be submitted.